Manufacturer narrative:
Complained product will not be not available.

Event description:
Burning and releasing smoke - oral-b [device catching fire] case narrative: consumer via phone stated that the oral-b vitality precision clean toothbrush started burning and releasing smoke. No injury was reported.